Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering the insulin. Customer's blood glucose value was 292 mg/dl. Customer stated that he was not getting the right amount insulin and it goes through but its very slow. Customer did a self test and it passed but customer was still not satisfied. Advised customer to revert back to his back up plans in the meantime. The device will return for analysis.